Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("bleeding left side / bleeding so bad / bleeding very severe like it was going all the way down my leg into my shoes") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), pelvic pain ("lot of pain in my left side / shoot pain to that one side"), abdominal distension ("my belly swelling"), gait inability ("I couldn¿t step"), urinary tract infection ("uti"), dyspareunia ("unable to have intercourse without feeling extreme pain similar to labour"), fatigue ("fatigued"), inflammation ("inflammation"), gastritis ("flairs up in stomach") and cystitis ("bladder infection"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for genital haemorrhage, pelvic pain, abdominal distension, gait inability, urinary tract infection, dyspareunia, fatigue, inflammation and gastritis were unknown. The reporter considered abdominal distension, cystitis, dyspareunia, fatigue, gait inability, gastritis, genital haemorrhage, inflammation, pelvic pain and urinary tract infection to be related to essure administration. The reporter commented: when patient had the product put in the doctor told her that he had put one like it needed to be and the other one was placed satisfactory and when she first had it I had a lot of pain in my left side and my belly kept swelling out. She will have two surgeries scheduled to help with bladder issue. Bladder surgery she believes that essure caused infection. Effected her bladder has surgery scheduled to stimulate her bladder from the issue from the essure. She is waiting to have those scheduled. Discrepancy noted in essure insertion date 2014 & (B)(6) 2015 . Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 24-jun-2022: plaintiff fact sheet received. Reporter added. Events uti , dyspareunia, fatigued, inflammations nos, stomach inflammation , bladder infection were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("lot of pain in my left side / shoot pain to that one side"), device breakage ("on the left side, gentle tension was u sed to retract the device however the coil broke. The reminder of the device was removed intact"), embedded device ("on the left fallopian tube, a portion of the essure device can be seen in subserosal area") and genital haemorrhage ("bleeding left side / bleeding so bad / bleeding very severe like it was going all the way down my leg into my shoes") in a 42 year-old female patient who had essure inserted (lot no. R1315603) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("on the left side, gentle tension was u sed to retract the device however the coil broke. The reminder of the device was removed intact" on (B)(6) 2022). There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), embedded device (seriousness criterion medically important), genital haemorrhage (seriousness criterion intervention required), abdominal distension ("my belly swelling"), gait inability ("I couldn¿t step"), urinary tract infection ("uti"), dyspareunia ("unable to have intercourse without feeling extreme pain similar to labour"), fatigue ("fatigued"), inflammation ("inflammation"), gastritis ("flairs up in stomach") and cystitis ("bladder infection"). On (B)(6) 2022, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy with removal of the essure devices bilaterally and remaining portion of the coils grasped, dissection was performed at the cornua). At the time of the report, the outcomes for pelvic pain, device breakage, embedded device, genital haemorrhage, abdominal distension, gait inability, urinary tract infection, dyspareunia, fatigue, inflammation and gastritis were unknown. The reporter considered abdominal distension, cystitis, device breakage, dyspareunia, embedded device, fatigue, gait inability, gastritis, genital haemorrhage, inflammation, pelvic pain and urinary tract infection to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date 2014 & (B)(6) 2015 the patient was enrolled in the essure505 clinical trial and received the essure 505 model, (study case captured under safety number (B)(4) patient (B)(6)). Pathology report on (B)(6) 2022: the left fallopian tube showed portion of the essure device in the subserosal tissue. There was no complete perforation. On the left side, gentle tension was used to retract the device however the coil broke. The remaining portion of the coil was grasped and addition dissection was performed at the cornua thus feeling the device from the myometrium. The reminder of the device was removed intact in the proximal and was visualized intact. The most recent follow-up information incorporated above includes data received on: 09-nov-2022: new clinical information: pathology report, new events added (device breakage, embedded device, and complication of device removal), lot number added, patient initials updated, surgery type updated, reporter field change to medically confirmed 'yes'. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain in my left side / shoot pain to that one side'), device breakage ('on the left side, gentle tension was u sed to retract the device however the coil broke. The reminder of the device was removed intact'), embedded device ('on the left fallopian tube, a portion of the essure device can be seen in subserosal area') and genital haemorrhage ('bleeding left side / bleeding so bad / bleeding very severe like it was going all the way down my leg into my shoes') in a 42-year-old female patient who had essure (batch no. R1315603) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "on the left side, gentle tension was u sed to retract the device however the coil broke. The reminder of the device was removed intact" on (B)(6) 2022. In 2014, the patient had essure inserted. On (B)(6) 2022, the patient experienced device breakage (seriousness criterion intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion intervention required), abdominal distension ("my belly swelling"), gait inability ("I couldn¿t step"), urinary tract infection ("uti"), dyspareunia ("unable to have intercourse without feeling extreme pain similar to labour"), fatigue ("fatigued"), inflammation ("inflammation"), gastritis ("flairs up in stomach") and cystitis ("bladder infection"). The patient was treated with surgery (bilateral salpingectomy with removal of the essure devices bilaterally and remaining portion of the coils grasped, dissection was performed at the cornua). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, device breakage, embedded device, genital haemorrhage, abdominal distension, gait inability, urinary tract infection, dyspareunia, fatigue, inflammation and gastritis outcome was unknown. The reporter considered abdominal distension, cystitis, device breakage, dyspareunia, embedded device, fatigue, gait inability, gastritis, genital haemorrhage, inflammation, pelvic pain and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date 2014 & (B)(6) 2015 the patient was enrolled in the essure505 clinical trial and received the essure 505 model, (study case captured under safety number (B)(4)- patient (B)(6)). Pathology report on 11-jan-2022: the left fallopian tube showed portion of the essure device in the subserosal tissue. There was no complete perforation. On the left side, gentle tension was used to retract the device however the coil broke. The remaining portion of the coil was grasped and addition dissection was performed at the cornua thus feeling the device from the myometrium. The reminder of the device was removed intact in the proximal and was visualized intact. Batch no: r1315603, manufacture date: 2013-06, and expiration date: 2014-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-dec-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("lot of pain in my left side / shoot pain to that one side"), device breakage ("on the left side, gentle tension was used to retract the device however the coil broke. The reminder of the device was removed intact"), embedded device ("on the left fallopian tube, a portion of the essure device can be seen in subserosal area") and genital haemorrhage ("bleeding left side / bleeding so bad / bleeding very severe like it was going all the way down my leg into my shoes") in a 42 year-old female patient who had essure inserted (lot no. R1315603) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("on the left side, gentle tension was used to retract the device however the coil broke. The reminder of the device was removed intact" on (B)(6) 2022). There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. On (B)(6) 2022, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), embedded device (seriousness criterion medically important), genital haemorrhage (seriousness criterion intervention required), abdominal distension ("my belly swelling"), gait inability ("I couldn't step"), urinary tract infection ("uti"), dyspareunia ("unable to have intercourse without feeling extreme pain similar to labour"), fatigue ("fatigued"), inflammation ("inflammation"), gastritis ("flair's up in stomach") and cystitis ("bladder infection"). The patient was treated with surgery (bilateral salpingectomy with removal of the essure devices bilaterally and remaining portion of the coils grasped, dissection was performed at the cornua). At the time of the report, the outcomes for pelvic pain, device breakage, embedded device, genital haemorrhage, abdominal distension, gait inability, urinary tract infection, dyspareunia, fatigue, inflammation and gastritis were unknown. The reporter considered abdominal distension, cystitis, device breakage, dyspareunia, embedded device, fatigue, gait inability, gastritis, genital haemorrhage, inflammation, pelvic pain and urinary tract infection to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date 2014 & (B)(6) 2015 the patient was enrolled in the (B)(6) clinical trial and received the essure 505 model, (study case captured under safety number (B)(4) - patient (B)(6). Pathology report on (B)(6) 2022: the left fallopian tube showed portion of the essure device in the subserosal tissue. There was no complete perforation. On the left side, gentle tension was used to retract the device however the coil broke. The remaining portion of the coil was grasped and addition dissection was performed at the cornua thus feeling the device from the myometrium. The reminder of the device was removed intact in the proximal and was visualized intact. Batch no~r1315603 manufacture date: 2013-06 expiration date: 2014-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-dec-2022: the case will be deleted from bayer pv database. Nullification reason: it was confirmed by the investigator that cases (B)(4) and (B)(4) in fact refer to the same patient. Therefore, this current will be deleted from our database and all information transferred to the remaining case (B)(4). 21-dec-2022: no new clinical information. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.